Manufacturer narrative:
Mayfield composite series base unit, standard (a3101) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This 2 of 2 reports linked to mfg report number 3004608878-2021-00262. A facility reported that during a transphenoidal procedure prior to (B)(6) 2021, patient was positioned for surgery using the mayfield base unit (a3101) and the mayfield skull clamp (a3059). Navigation was used and once all measurements were taken using navigation, the surgeon noted that the mayfield device holding the patient's head moved and the readings on navigation were cancelled. There was an unspecified delay in surgery and no patient injury was reported. A different mayfield device was set up and patient was repositioned and measurements on navigation were redone. Additional information has been requested.